Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with ceftazidime, intraperitoneally (ip) and cefazolin, ip (doses and frequencies were not reported). The patient was switched to continuous ambulatory peritoneal dialysis during the antibiotic therapy. Three days after onset, physioneal and extraneal therapies were discontinued. At the time of this report, the patient was not recovered from the event. No additional information is available.